Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.061, lot: l855656, manufacturing site: bettlach, release to warehouse date: october 15, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Visual inspection: the drill bit was received with the reported condition of not proper cutting. Visual inspection confirmed that the drill bit is quite dull/blunt, the cutting edges are nicked and rounded. The instrument is in used condition. Summary the complaint condition is confirmed as the drill bit is quite dull/blunt. The drill bit was manufactured in october 2018 according to the specifications. After a visual inspection per guidance, it is determined that the reusable instrument (part# 03.010.061) is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: I was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fractures. During the surgery, the surgeon had a difficulty in drilling for lateral holes. Although the surgeons continued drilling for more than one minute, he could not drill up to the opposite side of cortical bone. Finally, the surgeon could drill up to the opposite side of cortical bone and inserted screws successfully. The surgery was successfully completed with less than thirty (30) minutes delay. This report is for a 4.2mm three-fluted drill bit. This is report 2 of 2 for (B)(4).